Event description:
After use of the device for a cardiopulmonary bypass procedure, the user observed the door latch on the right side of the unit was broken. The user reported the customer had a backup unit and the hospital based biomedical engineer would repair the broken latch at the facility. Since the event occurred after cardiopulmonary bypass, there was no patient involvement during this event.